Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 108 mg/dl. The customer stated that her insulin pump settings needed to be adjusted. The customer also stated that she was having high blood glucose levels due to poor absorption and scar tissue. The customer had previously called to report high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. The customer didn¿t have the tubing clamp for the high pressure test. Nothing further was reported.